Event description:
It was reported that the arctic sun device had low air leak and the device stopped. Nurse changed the pads and restarted and still there was low air leak but running. The flow rate was 1.1lpm and nurse emptied the pads and received low water level alarm. Event log showed an alert 01 (patient line open) and an alert 02 (low flow). Nurse disconnected and reconnected all lines and then filled with 500 ml, flow rose up to 2.6lpm after interventions. Nurse had not changed one chest pad, so biomed suggested to consider changing that only if flow drops or stops.

Manufacturer narrative:
The reported event was confirmed as use related issue. A potential root cause for the failure could be due to "incorrect setup causing pad lines occlusion, e.g. Kinking". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." "Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had low air leak and the device stopped. Nurse changed the pads and restarted and still there was low air leak but running. Flow rate was 1.1lpm and the nurse emptied the pads and received a low water level alarm. Event log showed an alert 01 (patient line open) and an alert 02 (low flow). Nurse disconnected and reconnected all lines and then filled with 500 ml, flow rose up to 2.6lpm after interventions. The nurse had not changed one chest pad, so biomed suggested considering changing that only if flow drops or stops.